Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. The patient had intially complained of a lump at the device site. Then, about a week prior to explant, the patient had a hematoma aspirated. Additional information was received indicating that the physician believed that the hematoma most likely caused the erosion. There were no additional adverse patient effects reported. The product was explanted.